Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a medical event due to not receiving their replacement adc glucose meter. Initially, the customer reported that the meter did not turn on when the button was pressed or when the test strip was inserted. The customer was not able to monitor their blood glucose and experienced symptoms of dizziness, a loss of consciousness, and a fall. The customer had contact with a healthcare professional who provided IV serum and an unspecified pill for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated. Visual inspection was performed on returned meter. No issues were observed. Inserted retain batteries into the meter. Indicator lights do not flash. Meter powered on with button depression. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a medical event due to not receiving their replacement adc glucose meter. Initially, the customer reported that the meter did not turn on when the button was pressed or when the test strip was inserted. The customer was not able to monitor their blood glucose and experienced symptoms of dizziness, a loss of consciousness, and a fall. The customer had contact with a healthcare professional who provided IV serum and an unspecified pill for treatment. There was no report of death or permanent injury associated with this event.